Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any evidence of damage or contamination. The pm board was installed in the test ventilator in an attempt to duplicate the reported problem and a discharged test backup battery was installed in the vent. Pm board was tested and no failures were identified. The root cause for the occurrence of 'battery failed' identified in the customer's unit diagnostic event log could not be determined.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported noise and replaced the blower. Service technician also performed review of the diagnostic log and identified check vent diagnostic code 1124 (battery failed). The manufacturer¿s international service technician replaced the power management board to correct the issue related to battery failure.

Event description:
The v60 device was opened at the manufacturer's international sales office prior to delivering to customer and operational check was performed. Reportedly, noise was heard coming from the unit. The unit was sent to the manufacturer's international service center for evaluation. There was no patient involvement.